Event description:
It was reported that the 9800 system had an error and the collimator closed down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was found to be working as intended, and put back into service.